Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit due to a blood glucose level of 58 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. Bg was treated via consumption of carbohydrates and dextrose. Bg was addressed via intravenous saline and dextrose. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.